Event description:
A malfunction on the pump was reported by the caller, identified with malfunction code 12, and noted to have occurred at least three times on the same pump. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was sent a replacement pump by tandem technical support. Instructions were provided on putting the pump into storage mode and on returning the faulty pump within 10 days.